Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a trellis device. It was reported at 7mins 43secs into the 2nd run that the proximal balloon was not inflated. It was difficult to control the amount of contrast media in both the proximal and distal balloons. It is estimated that 2-3cc were used to inflate the balloon in a 7mm femoral- popliteal bypass graft. The 2nd run was completed as were 2 more runs with the balloon non-functional. Final angiogram revealed a distal occlusion due to thrombus. Pt was dripped overnight with catheter directed thrombolysis (cdt).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.